Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the left master tool manipulator (mtml) drifted with the viewer blocked and the hand not on the mtm. Fse performed a gravity-compensation calibration on the mtml and this resolved the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the universal surgical manipulators (usms) 1 and 2 floated up on their own. The technical support engineer (tse) reviewed the logs an found 23075 for the left master tool manipulator (mtm). The tse informed the customer that the surgeon removed his hands from the left controller while their head was still in the viewer. This could cause the arms to drift off. The tse informed the customer that the surgeon should always have control of the mtms while his head is in the viewer. The procedure was completing as planned with no reported injury.